Event description:
Huntleigh flowtron universal ac 600 units produce baseline noise in datascope passport xl ecgs under certain physical configurations. The noise presents a risk of masking clinically significant ECG information. Currently the nurses must suspend use of the flowtron universal to run ECG strips from the datascope passport xl monitor. This problem has occurred for all of the ac 600 units we have at our facility, and only occurs with passport xl monitors, which are used in our recovery unit (we use a different brand of monitors on other floors and those are not affected by the problem). The devices are more than 3 ft apart when the problem occurs. We are using shielded ECG cables. Our biomedical engineering department has been working with the vendors to try and resolve the issue. Each manufacturer states their devices meet the appropriate electrical standards.

Event description:
Huntleigh flowtron universal ac 600 units produce baseline noise in datascope passport xl ecgs under certain physical configurations. The noise presents a risk of masking clinically significant ECG information. Currently the nurses must suspend use of the flowtron universal to run ECG strips from the datascope passport xl monitor. This problem has occurred for all of the ac 600 units we have at our facility, and only occurs with passport xl monitors, which are used in our recovery unit (we use a different brand of monitors on other floors and those are not affected by the problem). The devices are more than 3 ft apart when the problem occurs. We are using shielded ECG cables. Our biomedical engineering department has been working with the vendors to try and resolve the issue. Each manufacturer states their devices meet the appropriate electrical standards.